Event description:
It was reported while testing for sars-cov-2 23 false positive results were obtained. Confirmatory testing was performed using roche cobas and hologic panther and the results were negative. Results were not reported and there was no report of patient impact.(B)(4).

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 0274392 & 0259536 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lots 0274392 & 0259536 were manufactured according to specifications and met performance requirements. Customer reported positive results on samples when tested with the bd sars-cov-2 reagents for bd max system, which were negative when tested with their reference method (roche cobas and hologic panther platform). Customer provided run files with 12 samples tested with the 2 different bd sars-cov-2 reagents for bd max system lots (0274392 and 0259536) and the databases from instruments ct0629 and ct0909 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Analysis of both databases did not reveal specific issue with the instruments. Manual pcr curve adjudication was conducted across the 12 positive results (12 samples investigated: #5330/a03, #5339/a10, #5345/b05, #5349/b12, #5350/b12, #5351/b07, #5357/b07, #5380/b01, #5409/b10, #5413/a06, #5582/b07 & #5588/b08). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the curve from all samples shows amplifications for n1 or / and n2 targets without anomaly, indicative of true positive results. Overall, these samples appear to be true low positives. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Bd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 0274392 & 0259536. The root cause was not identified but positives samples at the limit of detection of the assay and/or contamination by customers are suspected. Bd cannot confirm the complaint based on the investigation that was performed.

Manufacturer narrative:
Eua# (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0259536. Medical device expiration date: 2021-04-10. Device manufacture date: 2020-09-15. Medical device lot #: 0274392 . Medical device expiration date: 2021-04-30. Device manufacture date: 2020-09-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 23 false positive results were obtained. Confirmatory testing was performed using roche cobas and hologic panther and the results were negative. Results were not reported and there was no report of patient impact. Eua# (B)(4).